Manufacturer narrative:
(B)(4). Batch # 444a14. Additional information: they opened the first, it was not fitting in the cartridge jaw. They tried forcedly putting it but it was still not getting fit, then they tried the another one and it had the same issue (one with retaining cap), so they didn¿t opened the 3rd one and its seal packed (same lot). On visual inspection, one has the small lock at the proximal end of cartridge broken, most of the pins seems intact in cartridge. Second one had the retaining cap on and was not used. Third was in complete packing. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one jj55b reload was received without the packaging. During the visual inspection of reload was noted that the reload belongs to a tcr55. However, the printed batch on reload was reviewed and it belongs to product code jj55b. In addition, the swing tab of the reload was broken off and no returned and 2 staples were noted missing along the staple line. Additional investigation of the returned lot number on the tyvek indicated that a tcr55 reload was packaged as a jj55b based on the batch number printed on the reload. The mix observed is potentially related to a manufacturing process. It is possible that the damaged on the swing tab was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire and that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that there are 3 jj55b cartridges, one is seal packed, the other is open but staple retaining cap is still there, the 3rd the safety lock was broken, there was an alignment problem as the cartridges were not fitting/aligning properly in the cartridge fork (not getting fit into the fork). There were no patient consequences.